Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right atrial (ra) lead observed small p-waves and the right ventricular (rv) lead observed small r-waves. The leads were observed overnight and the p and r-waves returned to normal values. The leads remain in use. No patient complications have been reported as a result of this event.